Manufacturer narrative:
The customer¿s report of an overinfusion of morphine was not confirmed. Physical inspection of the device noted the instrument seal not intact. There were no observed anomalies. Analysis of the pcu event log shows pump module s/n (B)(4) was programmed to infuse morphine 100mg/100ml (drugid 240) at a rate of 4ml/hr with a vtbi of 85ml at 12:08 am on (B)(6) 2019. At 3:41 am, the user changed the dose to 3mg/hr, which made the rate 3ml/hr. At 4:10 am, the user changed the dose to 2mg/hr, which made the rate 2ml/hr. At 4:49 am, the user changed the dose to 1mg/hr, which made the rate 1ml/hr. The user paused the infusion. At 4:53 am, the user restarted the infusion. Fourteen seconds later the user channeled the device off. At 5:03 am, the system was shutdown and powered off. The volume recorded as being infused during this period was 16.895ml. Functional testing performed found the device to be delivering fluid within specification. The root cause of the customer¿s report of an overinfusion of morphine was not identified.

Event description:
It was reported that morphine (100mg/100ml) was initiated at 1200am. By 0500, the pump indicated a volume of 18 ml had infused; however the 100ml bag was completely empty and the patient was unresponsive.